Event description:
The physician intended to use an assurant cobalt stent to treat lesion in the iliac artery. Femoral approach was used. The lesion had severe calcification, moderate tortuosity and 80% stenosis. There was no stenosis proximal to the target lesion. There was no existing stent implanted proximal to the target lesion. Pre-dilation was sufficiently performed with 6mm pta bc. The device had not been inspected prior to use. The device was prepped. No unusual resistance was noted when the protective sheath was removed. Negative pressure was not applied to the device. It is reported that during the procedure the stent edge caught on the stenosed site resulting in stent dislodgement. The dislodged stent was retrieved using a snare. It was then replaced with non-mdt stent. The procedure was prolonged for over half an hour and completed. It was reported that a 0.014 inch wire was used in this case. No further clinical sequelae reported for this event.